Event description:
Overdelivery reported. The pump was started at approx 2pm to deliver an epidural infusion of 250ml fentanyl/bupivicaine in unspecified concentrations at 8ml/hr. The infusion was increased to 10ml/hr a short time later. The infusion rate remained at 10ml/hr throughout the evening shift. At 1230 am, a nurse noted that the display indicated a volume of 149ml left to be infused as expected, however, the IV bag had only approx 20 ml remaining. The pt's vital signs were normal baseline, but he did report some numbness to his legs. The nursing supervisor was notified. A new container of fentanyl/bupivicaine was restarted at 0130 am. The infusion rate was decreased by 1ml/hr until 5am. At that time, the display indicated a volume of 225ml remained, and 25 ml was noted to be gone from the bag indicating accurate delivery. The pt continued with numbness to his lower extremities and the infusion was then dicontinued. The incident report indicated "no adverse reaction." No further info was available.

Manufacturer narrative:
The reported problem could not be duplicated. An infusion test ran at 10ml/h for a total of 200ml, accuracy rate of 0.16%.